Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor readings. The patient observed measurement deviations between cgm and blood glucose (bg) meter readings on (B)(6) 2024. The patient provided the below set of examples. Date, time, bg value, sensor glucose. (Sg) value: a. (B)(6) 2024 - 3:03 pm: bg 66mg/dl, sg: 110 mg/dl. B. (B)(6) 2024 - 4:11pm, bg: 79mg/dl, sg 90mg/dl. C. (B)(6) 2024 - 10:30pm, bg: 273mg/dl, sg: 93mg/dl. D. (B)(6) 2024 - 12:43pm, bg: 229mg/dl, 152mg/dl. The issue was escalated to next level support who authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Manufacturer narrative:
On the 13th of september 2024, the user reported that the cgm showed results that were different from glucometer measurements. Based on the escalation analysis it was determined that the sensor had deviated from normal behavior, a sensor replacement was approved, and an RMA was issued for further investigation. The sensor was returned for further investigation, and upon receipt, a visual inspection showed no anomalies on the sensor.a review of the dms data showed transient optical instability starting 09 september 2024 which coincided with the inaccuracies observed by the user.the potential root cause for such a failure mode may be related to an issue with the sensor electronics, for example the led behavior at the time, or the in vivo state of the sensor hydrogel. As part of resolution, the RMA was authorized to offer the user a sensor replacement. B4.date of this report 11 december 2024. D9 device available for evaluation? Yes on 04 nov 2024. G3.date received by the manufacturer? 11 december 2024. H3.device evaluated by manufacturer?yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.